Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a code indicating a short circuit condition was detected during shock delivery. This results from a low shocking lead impedance measurement as a result of a shock delivery. It was also noted that the device exhibited an extended charge time. Surgical intervention was taken to explant and replace this device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified tool marks on the device case and header. Review of device memory found a shorted lead fault (fault code 1004 ) was recorded on (B)(4), 2017. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds.